Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft break occurred. There was no patient interaction. The 3.50x16mm liberte bare stent delivery system (sds) was taken out of the packaging and broke into two pieces. The procedure was completed using another liberte 3.50x20mm stent. There were no patient complications reported. The patient condition was listed as stable following the procedure.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, a shaft break occurred. There was no patient interaction. The 3.50x16mm liberte bare stent delivery system (sds) was taken out of the packaging and broke into two pieces. The procedure was completed using another liberte 3.50x20mm stent. There were no patient complications reported. The patient condition was listed as stable following the procedure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in two sections as a result of a break in the midshaft. The break was located approximately 5mm proximal to the port. An examination of the break site found that the shaft was stretched. An examination of the distal section of the break in the shaft including the crimped stent on the balloon identified no anomalies. The product mandrel was inserted through the tip and wire lumen. The mandrel could be removed with no restrictions noted. The most probable root cause is considered handling damage as the event occurred prior to patient contact. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).